Manufacturer narrative:
Implant system information: femoral component - catalog # 100417, lot # 1208007-a, expiration date 05/31/017 (3 year shelf life, manufactured in 05/2014). Base plate - catalog#100299, lot # 1103014-ar, expiration date 01/31/2017 (3 year shelf life, manufactured in 01/2014). Tibial insert - catalog # 100335, lot # 1211022-a, expiration date 02/12/16 (3 year shelf life, manufactured in 02/2013). The mirror implant system was removed during conversion to total knee replacement procedure and the implants were not returned for evaluation since the conversion was independent of the mirror implant system. Explanted implant was not returned.

Event description:
Cayenne medical became aware of a conversion case of mirror partial knee system to total knee arthroplasty. The patient had an infection that lead to conversion to a total knee. The infection was independent of the mirror implant system which was initially implanted on (B)(6) 2015.